Manufacturer narrative:
Product complaint (B)(4). (B)(4). Device not returned. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation:journal of urology. 2009 apr; conference: 2009 american urological association (aua) annual meeting.chicago, il united states. Conference publication: (var.pagings). 181 (4 suppl. 1) :182. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: radical nephrectomy and level IV vena cava thrombectomy from the atrium to the iliacs a multispecialty approach. The authors described the surgical technique in a patient with a left kidney mass and a tumor thrombus extending into the inferior vena cava (ivc) up into the right atrium (ra) and down to the confluence of the iliac veins (IV). A (B)(6) year old male patient with history of one year of hematuria, thoracoabdominal venous circulation, a palpable left upper quadrant mass, non reducing left varicocele and varicosities of the legs. Imaging confirmed the tumor and ivc thrombus. During the procedure, the subhepatic, infrarenal ivc and ra were repaired with a prolene running suture. Reported complications included blood loss of 5,000 cc which required transfusion of 24 units, and bleeding from the abdominal wound that required new operation. Patient was discharged 2 weeks after surgery. This is the first surgical procedure of its kind done in (B)(6) and (B)(6) , there were another 2 similar cases and recognize that without the multispecialty approach this could not be done anywhere.